Event description:
During remote monitoring, the device incorrectly interpreted an episode of ventricular tachycardia as supraventricular tachycardia which resulted in delayed anti-tachycardia pacing. Abbott technical support was contacted, noted the delayed therapy was due to improper programmed settings, and recommended reprogramming. The patient was later seen in-clinic, and the device was reprogrammed to resolve the event. The patient was in stable condition.